Event description:
Device has been explanted.

Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis and leak test of the returned device identified: fold creases and no openings found. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.